Event description:
It was reported that in central processing, frayed cables at the distal end of the mega suturecut needle driver instrument were identified. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. An additional observation not reported was an indentation at the inner edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. Failure analysis concluded the indentations were likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, could likely cause or contribute to an adverse event if the failure mode were to recur.